Manufacturer narrative:
Zoll circulation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's battery compartment was warped and a battery did not fit in the battery well. Complainant indicated that there was no pt involvement in the reported malfunction.